Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy d.a.s.h. Sphincterotome. (Note: this sphincterotome is provided with pre-loaded wire guide.) The sphincterotome and wire guide were removed from the endoscope. After removal, it was noted that the coating of the wire guide tip separated near the distal end but did not detach from the wire guide. Another sphincterotome and wire guide were used to complete the procedure. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Eval: we were unable to confirm the report as it was described, because the affected product ws not returned to cook endoscopy for eval. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this percentage, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the device was not returned for eval. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: damage to the wire guide coating can occur if the wire guide is not flushed and kept wet during use. The instructions for use direct the user to flush the injection port with sterile water. The instructions for use indicate the wire guide should be kept wet for best results. If additional pressure is applied to the wire guide during use or general handling, the coating of the wire guide may become compromised. Prior to distribution, all metro wire guides that are provided with the d.a.s.h. Sphincterotomes undergo a visual and dimensional verification to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action warranted at this time because this report was unable to be verified. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.